Manufacturer narrative:
This report will be updated if additional info is received.

Event description:
Boston scientific crm (bsc) received info from an unidentified health care provider (hcp) via maude event report that an unidentified guidant right ventricular (rv) lead was associated with a report of the distal terminal pin separating from the lead's proximal ring in the device pocket during replacement of an unidentified implantable cardioverter defibrillator (ICD) that was at the end of its service life. It was reported that the chronic lead was capped and abandoned surgically, and a new rv rate/sense lead was implanted. The clinical event was reported as a life-threatening situation with pt injury; without identification of the product or pt, bsc is unable to obtain additional info or determine if this event has been separately reported. Confirmation of whether this lead is included in the 1999 endotak dsp is-1 long pin product advisory would require knowledge of the lead's serial number.